Event description:
Endobronchial ultrasound (ebus) needle broke on attempted entry into target. No damage noted to scope or patient at this time. A 2nd needle had to be used to finish the case. 2nd case of needle malfunction noted. Location: lung nodule.